Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's right ventricular (rv) lead was found to have high pacing impedance and high capture thresholds. The physician suspected that a patient condition was the cause of the abnormal rv lead measurements. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.